Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The patient (pt) was connected at the time of the alarm. The pt did not disconnect prior to the alarm. The pt line had been properly primed, no pt extensions were in use, the bags were properly connected and there were no open clamps on any unused lines. There was nothing unusual noted about the supplies. A baxter technical service representative (tsr) assisted the caregiver (cg) to close all of the clamps and cycle power to the hc. A se 2367 (fail safe shut down) occurred. The power was cycled again and the alarms cleared. The alarms were explained. The cg would call the patient's pd nurse (pdn) to advise of the air detect alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.